Event description:
It was reported that this right atrial (ra) lead exhibited over-sensing of myopotential noise. Technical services (ts) reviewed the reports and noted that there were inappropriate atrial tachy responses (atrs). Ts provided reprogramming options to the health care professional (hcp). This lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).